Event description:
It was reported that this right ventricular (rv) lead had been showing a gradual rise in pacing impedances to high, out of range values. The rv lead also showed loss of capture (loc) and over sensing, therefore it was surgically abandoned and replaced by a new rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.